Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B5 - describe event or problem - updated.

Event description:
Subsequent to the initially filed report, it was reported the device was removed independently and a non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 3.0x8 mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the anatomy and there was resistance with the anatomy during removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.